Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 650613011, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 641683009, model/catalog description control pump fgs iz. The complaint components were returned and analyzed. The reported allegation of erosion was not confirmed via product analysis, however the balloon tested out of specification. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. A new artificial urinary sphincter device was implanted. No problems with the patient was reported.

Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 650613011, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 641683009, model/catalog description control pump fgs iz.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. A new artificial urinary sphincter device was implanted. No problems with the patient was reported.